Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were rushed to hospital on an unknown date due to diabetic ketoacidosis and hyperglycemia. Customer's blood glucose level was almost 1000 mg/dl. Customer stated that they had experienced diabetic ketoacidosis 5 times within a year. The insulin pump will not be returned for analysis.